Manufacturer narrative:
Concomitant medical products: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that there was a poor recharge quality message and the recharger was scrapped after failing testing. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient. It was reported that the patient was having difficulty recharging their implantable neurostimulator (ins). The consumer stated that the recharger would get hot when the patient would charge their ins and that they would encounter a message that required them to reset the controller several times. It was noted that the issue had been going on for longer than a couple of months. During the call, the consumer attempted to charge the ins for five minutes but they didn¿t encounter the message that they had seen previously. The consumer noted that the controller battery started at 50% then decreased to 40%, and the ins battery was at 100% then decreased to 90% during that time. The consumer confirmed that they were getting excellent recharge quality. The repair department was contacted and a replacement recharger was requested. No patient symptoms were reported and there were no complications. Indication for use is non-malignant pain. Additional information received from the consumer's family member on (B)(6)2020. The message that had been seen was system problem rm04, and it came up again. No patient injury reported.